Manufacturer narrative:
Additional devices listed in this report: cat 5550-g-319, triathlon symmetric x3 patella, lot code 4yhk. Cat 5510-f-701, triathlon cr fem comp#7 l-cem, lot code ee8kf. Cat 5520-b-700, triathlon prim cem fxb bplt #7, lot code edmml. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that patient had revision due to stiffness and pain.

Manufacturer narrative:
An event regarding stiffness involving an x3 triathlon insert cr#7 9mm was reported. The event was not confirmed. Device evaluation not performed as no device was returned. Medical evaluation not performed as no medical records were provided. Device history review. A device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review. A complaint history review confirmed no other similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. Further information such as the reported device, medical records, and x-rays are needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time.

Event description:
It was reported that patient had revision due to stiffness and pain.